Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported frequent injection blockages and discrepancies between blood glucose and sensor glucose values, even after changing the injection set five to six times. The customer's blood glucose value at the time of the event was 230 mg/dl, and the sg value was 330 mg/dl. The customer was treated for high blood glucose by replacing the injection set, changing the puncture site from the abdomen to the flank, and continuing to monitor the blood glucose. The event involved product mmt-1886. Troubleshooting was performed, and the customer was advised to rest the abdominal site and use the device on a different site. The customer was informed that the discrepancy between sensor glucose and blood glucose values might resolve over time. No patient complications were reported. No product return is required for mmt-1886.